Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the product comes equipped with a white catheter/introducer that attaches to the end of the reload. A component of this white introducer broke off during the case and fell into patient.

Manufacturer narrative:
(B)(4).